Event description:
It was reported that during a ptca procedure, stent damage occurred. The pt presented with an mi. The lesion being treated was located in the very calcified mid left anterior descending artery (lad). The liberte stent delivery system was unable to cross the lesion and stent damage was noted upon withdrawal. The liberte stent delivery system was removed from the pt without incident, and another liberte stent was used to complete the procedure. Patient status was reported as "good."